Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy into the aortotomy upon actuating the plunger. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was blood inside the delivery tube, on the seal, and outside of the loading device. The tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based on the evaluation results, the reported complaint was confirmed. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).